Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Balloon material and catheter damage can occur if it comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The physician reports that the balloon was struck [damaged] when they were inflating. [They] mentioned that they were giving adequate pressure. There were no complications to the patient. The following information was received on 04/02/2018: the balloon was broken during inflating inside the patient, but [not] any section of the device stayed inside the patient.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was included in the returned of the device. The blue switch on the proximal end of the balloon detached and was not included in the return. The balloon was returned in the sheath. The balloon could not be inflated due to the crack in the catheter. A visual inspection of the balloon showed the presence of liquid; however, the balloon does not appear to have been inflated. A visual examination of the catheter showed a crack approximately 46 cm from the distal end. The purple tubing located at the proximal end of the device was observed to be broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. There were no nonconformances for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. H3 other text : investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was included in the returned of the device. The blue switch on the proximal end of the balloon detached and was not included in the return. The balloon was returned in the sheath. The balloon could not be inflated due to the crack in the catheter. A visual inspection of the balloon showed the presence of liquid; however, the balloon does not appear to have been inflated. A visual examination of the catheter showed a crack approximately 46 cm from the distal end. The purple tubing located at the proximal end of the device was observed to be broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. There were no nonconformances for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.